Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
It was reported that the ventilator had a navigation ring issue. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no patient harm reported.

Manufacturer narrative:
G4: 30apr2020. B4: 01may2020. A front bezel assembly was returned for analysis. A visual inspection of the returned component was performed. An investigation was performed and the product analysis technician reported that the root cause was due to contamination found in the navigation ring. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14apr2020. B4: 20apr2020. Additional information was received that there was no patient involvement. The service engineer (se) inspected the device. The se found that the enter button is functional. Navigation ring cannot change values. Does not jump or change intermittently. Touchscreen was not effected by this issue. No values changed without user input. The se replaced the front bezel to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.